Event description:
A customer reported experiencing a power source alert. There was no reported impact on the customer's blood glucose level. The customer was sent new charging supplies to resolve the issue.